Manufacturer narrative:
Date sent to the FDA: 10/11/2021. Date sent to the FDA: 10/11/2021. Corrected information: g1 - manufacturing site name and address.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent partial removal surgery and recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted a portion of the mesh had to be excised in order to obtain enough good fascia to adhere a new mesh and repair the recurrent hernia. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2013 during which the surgeon noted after adhesions were lysed, the hernia was repaired. It was reported that the patient underwent removal surgery and ventral hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh was excised and there was a lysis of adhesions completed. It was reported that the patient experienced severe pain. No additional information was provided.